Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the atrial lead exhibited under-sensing causing inappropriate mode switches. No interventions were performed. The patient was stable condition.